Event description:
It was reported that the customer submitted log file for evaluation concerning frequent power cable disconnect events. Submitted log file revealed multiple power disconnect advisories. The patient¿s primary controller was exchanged. It is unknown if the alarms resolved; however, the patient would continue to be monitored. The patient remained asymptomatic.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported power cable disconnect events were confirmed by analyzing the submitted and downloaded log files. Based on the log file analysis, the reported power cable disconnect events were associated with routine power source exchanges. The unusual wear to the power leads of the system controller was also confirmed via evaluation of the returned controller (serial number:(B)(6) ). Visual inspection of the returned controller revealed that both power cable strain reliefs (on the power cable connector side of the cables) were damaged, and there were multiple kinks on both power cables. No damages to the underlying wires were observed. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The reported concern of frequent power cable disconnect events cannot be correlated to an issue with the system controller. The root cause of the damage to the strain reliefs and multiple kinks on both power cables could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii system controller (B)(6) was shipped to the customer on 25sep2017. Heartmate ii patient handbook under section 5 entitled ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU) under section 7 entitled ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the 14v battery clips, 14v batteries, and system controller power cable connectors. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting/cleaning the contacts on the 14v battery clips and 14v batteries, and inspecting the system controller power cable connectors for dirt, grease, or damage. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Labeling indicates that the power module should be used for power while the user is indoors relaxing¿and always when sleeping (or when sleep is likely). The user must connect to the power module when sleeping otherwise alarms may not be heard (how your heart pump works: power module). No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was noted that there was unusual wear to the power leads of the pocket controller that was replaced. Also, the patient was sleeping on battery power which was not recommended. Additional information received reported the patient is using the mobile power unit (mpu) more frequently now. The patient was advised to clean batteries and clips with alcohol since upon return to clinic there were continued power cable disconnect alarms. Patient will continue to be monitored.